Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2020-sep-07. The implant date was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on 2020-sep-03 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient complained the pump hurt them on the side superior of the pump. Examination revealed the pump was touching the coast and the iliac bones when the patient was sitting. The patient asked to reposition the pump because it was painful when they were lying or sitting. The patient also indicated the pump was too big, and asked to change it for a 20ml pump. The surgeon came to see and proposed to reposition the pump. The pump was explanted and replaced on (B)(6) 2020. The event resolved without sequelae on (B)(6) 2020. The etiology indicated the event was not related to the device or therapy and was related to the implant procedure. Surgery/anesthesia was indicated as a contributing factor. No further complications were reported or anticipated.